Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump is over delivering insulin and the customer's blood glucose continues to crash. The customer¿s blood glucose level was 114 mg/dl at the time of the incident. The customer was at 102 mg/dl at the time of the call. The customer turned off the pump and started eating to treat the low. The pump was dropped in the toilet a few months previously and seems to be over delivering. The customer experienced symptoms such as being tired. Troubleshooting was completed but did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was going low on the call and was advised to eat or drink orange juice to treat. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with no button response due to flattened all button dome switch (no crease) and no unlocked j2/lcd keypad connector. Unable to perform all functional testing including the displacement, operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify possible over delivery anomaly due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained address/serial number label, cracked case reservoir tube window corner and cracked battery tube threads.